Event description:
It was reported that the device was used during a gyn procedure. The staple line dehisced post operatively. Home healthcare was called to clean and fix the wound. Patient doing fine. Device was discarded. Additional information being requested.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Multiple requests were completed for additional information but to date, no more information has been received. Should additional information be received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).